Event description:
The issue occurred with an older bath system, a system 2000 for assisted bathing and it has been reported that legionella has been found after samples has been taken. As an corrective action the shower handle, hoses and the water inlet filter has been changed by an arjohuntleigh technician. Ref #9611530-2013-00044.